Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the drill bit broke inside patient during use. The broken piece was removed from the patient and procedure was completed successfully. No replacement device was needed.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Distal tip breakage. The failures identified in the investigation is consistent with the complaint record. The probable root causes could be interference between the drill shaft and guide from there being a mismatch or offset between the two, the drill was misaligned when drilling through the guide which if the user moved their hand it may have lead to a complete snap, or excessive force applied by user. The reported failure mode will be monitored for future reoccurrence. Mfg date: 3/31/2016. (B)(4).

Event description:
It was reported that the drill bit broke inside patient during use. The broken piece was removed from the patient and procedure was completed successfully. No replacement device was needed.